Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2014 alleging that their onetouch ultralink meter was powering off during use and was reverting to set-up mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged the issue began at 7am on (B)(6) 2014. The patient manages their diabetes with humalog insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged product issues. The patient reported developing a symptom of ¿urinating more often¿ 1-2 hours later. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the csr verified that there was no misuse of the product and that the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed a symptom indicative of a serious injury after the product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.